Event description:
Additional information received from a foreign hcp via a clinical study indicated that the catheter was explanted and replaced on (B)(6) 2019 (note: this conflicts with the previous report that the explant occurred on (B)(6) 2019).

Manufacturer narrative:
Continuation of d11: product ID: 8780, lot# 0215201744, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8780, lot# 0215201744, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The lot number of the catheter was updated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a foreign healthcare professional (hcp) via a clinical study reported the catheter was explanted and replaced on (B)(6) 2019. It was noted the event was related to surgery/anesthesia. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: n707426004, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a clinical study regarding a patient who was receiving baclofen (unknown concentration and dose) drug via an implantable pump for an unknown indication for use. It was reported there was a baclofen system malfunction; the device diagnosis was catheter dislodgement. The event date was (B)(6) 2019. Diagnostics included a catheter access port (cap) contrast study. Interventions included explant and no replacement of the catheter on (B)(6) 2019. The device disposition was unknown. The event resulted in prolongation of existing hospitalization. The event was considered resolved as of (B)(6) 2019. The event was considered related to the device or therapy, related to the implant procedure, and related to the intrathecal/spinal portion of the catheter. There were no reported symptoms. Further complications were not reported. Additional information was received. The patient experienced increased spasticity. The results of the cap contrast study, performed on (B)(6) 2019, revealed catheter dislodgement at the epidural level.